Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The log file contained approximately 7.5 days of data ((B)(6) 2021 ¿ (B)(6)2022 per the timestamp). No external power alarms and low voltage hazard alarms activated on (B)(6) 2021 from 7:59:06 to 7:59:28 and on (B)(6) 2022 from 9:58:39 to 9:58:55 and from 10:41:21 to 10:41:37 due to losses of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu each time. The system controller backup battery supplied power to the system and pump function was unaffected during the losses of ac power. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the mpu would not be returned. It was reported that power outages occurred at the patient¿s home on (B)(6) 2022 due to a snow storm and that no further information could be provided regarding the ac power cord becoming disconnected by accident on (B)(6) 2021. The root cause of the no external power alarms was determined to be power outages occurring at the patient¿s home and the ac power cord becoming disconnected; however, it is unknown if the ac power cord became disconnected from the back of the mpu or from the wall outlet. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 03mar2021. The heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and the heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard, power cable disconnect, and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had two no external power events; the first occurred "accidentally" on (B)(6) 2021, and the second occurred due to loss of power during a snow storm on (B)(6) 2022. No further information could be provided about the occurrence on (B)(6) 2021. The log file captured three instances of low voltage and no external power on the aforementioned dates, with two of these occurring on (B)(6) 2022 at 9:58 and 10:41. The patient's mpu was noted to have a v-lock connector on the ac power cord. No interruption to pump support occurred during these events.